Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal tissues, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02734. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat a grade four cystocele, an enterocele, a grade three rectocele, prolapse, and stress urinary incontinence. The patient underwent the concurrent procedure of cystocele repair during mesh implantation. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, dyspareunia and vaginal discharge. It was reported that the patient underwent excision of exposed mesh on (B)(6) /2008, (B)(6) 2009 and (B)(6) 2011. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02734. The same patient is represented in each medwatch.